Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd885301, gd885277, and gd884460 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the peritonitis was use error. The label review found the labeling adequate for the use error in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of did not wear mask and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized for that event on (B)(6) 2011. Treatment was not reported and at the time of this report, the patient was recovering from the peritonitis. The outcome was not reported for the event of did not wear a mask. The patient stated the cause of the peritonitis was did not wear a mask. On an unreported date in 2011, dianeal therapy was withdrawn for an unknown reason. Concomitant medications were not reported. An opinion of causality was not provided.